Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
A journal article by anna s. Nishiya, cesar de almeida-neto, steven s. Witkin, suzete c. Ferreira1, nanci a. Salles, fátima a. H. Nogueira, claudia di lorenzo oliveira, vanderson rocha, alfredo mendrone júnior. ¿improved detection of hepatitis c virus-positive blood donors and determination of infection status¿, transfusion medicine. 2022, 1-6. The study noted a false nonreactive architect anti-hcv result on a donor that was positive by hcv-nat. No impact to donor management was reported.

Event description:
A journal article by anna s. Nishiya, cesar de almeida-neto, steven s. Witkin, suzete c. Ferreira1, nanci a. Salles, fátima a. H. Nogueira, claudia di lorenzo oliveira, vanderson rocha, alfredo mendrone júnior. ¿improved detection of hepatitis c virus-positive blood donors and determination of infection status¿, transfusion medicine. 2022, 1-6. The study noted a false nonreactive architect anti-hcv result on a donor that was positive by hcv-nat. No impact to donor management was reported.

Manufacturer narrative:
The complaint investigation was performed for a false nonreactive result with the architect anti-hcv assay (lot# unknown) which included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. The overall performance of architect anti-hcv reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance is acceptable. Labeling review concluded that the issue is adequately addressed. Based on our investigation, no systemic issue or product deficiency of the architect anti-hcv reagent was identified.